Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports an incident where the infusion port of the triple lumen came off. It was snapped off leaving the line exposed. They are cleaning with alcohol and have not changed their protocol. The catheter was pulled and replaced.

Manufacturer narrative:
Since the lot number was not provided, a device history record (DHR) review could not be performed. One sample was received for evaluation which consisted of one used 8888345629hp mahurkar catheter. The catheter was returned inside a plastic bag and presented signs of use (remains of blood). Visual inspection was performed and it was observed that the infusion lumen (middle lumen) was completely separated from the infusion adapter. The adapter was not returned with the sample received. There was remaining glue in the infusion lumen. Dimensional testing was required and the measurements were within specification. As part of the investigation process the issue was analyzed and an attempt was made to replicate the product issue in the manufacturing process. Although the results of this replication were not exactly the same, it was a similar reproduction of the sample received. Several factors were manipulated to produce the defect which included; the amount of glue, the position of the infusion extension on the mandrel, and the cure time with the uv light. It was not possible to determine which of these factors were involved at the time the issue occurred with the sample provided for this complaint. The lumen does not show evidence of external abuse (signs of breakage or tubing stretching). Additionally, glue residue was found in the infusion extension tubing. As per procedure, the operator has to perform a visual inspection for glue application. If the filling of glue cannot be seen on the adapter end, if the glue filled is less than the half of the length of the glue area of the adapter, and if there is some areas without glue, the procedure states that if the glue quantity is inadequate, the needle requires to be changed to increase the quantity of glue application, and increase the time in the front panel. Additionally according to this procedure, the operator has to place the infusion lumen in the correct position on the mandrel. Based on the product failure reproduction, an incorrect position of the tubing in the mandrel may affect the glue application through the clear adapter. According to the instructions for use (IFU) it is necessary to perform an inspection before using the device. Do not use the catheter if it is crushed, cracked, cut, or otherwise damaged.

Event description:
Do not infuse against a closed clamp or forcibly infuse a blocked catheter as backpressure could force the adapter out of the tubing. There is potential for catheter failure or catheter tip displacement if the maximum flow rate of 5 ml/sec or the maximum pressure of 300 psi is exceeded. Based on the fact that, according to IFU, before the catheter insertion, it must be inspected and it must not be inserted if there is apparent damage, and that the description states it was replaced, it can be concluded that the catheter could have become damaged after insertion. Signs of an external abuse were not identified in the lumen. Glue was observed present and adhered to the lumen. The received sample did not include the detached adapter, therefore not allowing evaluating signs of damage in that particular component. The complaint report does not mention breakage of the adapter. Based on that information, there is no evidence of damage in the components leading to a potential cause. According to procedure, the glue is applied and the cure time is a specified parameter. According to the reproduction of the failure on the production floor, if the amount of glue and cure time is modified, a similar defect occurred in the infusion extension; however it was not possible to determine which of these potential causes is related to this event. Based on the sample evaluation, the most probable root causes are that the operator failed to follow process and inspection procedures (incorrect positioning on the infusion extension) and equipment malfunction (quantity of glue and/or cure time). A corrective and preventive action (CAPA) was opened to address this failure mode. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.